Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the numbers on the display scrolled without input and that the buttons were unresponsive. The blood glucose reading was 250 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.